Manufacturer narrative:
Pump error 38 alarm during rewind due to corroded motor home switch. We were unable to perform the displacement test and occlusion test due to pump error 38. The device was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had dose too big error. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer reported that reservoir and tubing alert comes up and she is not able to rewind pump. Customer states pump was exposed to a high magnetic field. The reservoir will be returned for analysis.